Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service codes) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Additionally, a shorted insulated-gate bipolar transistors (igbts) q12 and q16 as found on the defibrillator pca. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.